Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not producing exposure. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. Few days later, issue was reoccurred. The philips engineer cleaned and reconnected the dimm in the memory slot. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave an error: "exposure not possible". No harm to the patient or user was reported. Philips has started an investigation of this complaint.